Event description:
An atrial sensing test revealed that the patient had intermittent p-wave amplitude below 0.2 mv. The implantable cardioverter defibrillator was programmed to vvi 40 for underlying pacing support. It was noted that the patient had a ventricular assist device and was on the heart transplant list.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.